Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient had skin infection and redness on the abdomen that started on (B)(6) 2026 and patient also had swelling and red hard lump at cannula site for which patient went to emergency room. Patient was prescribed doxycycline for a skin infection no further information is available.